Event description:
The customer's friend reported that the customer received an e6 message on the display of their precision xtra meter. Due to the meter displaying the error message, the customer experience weakness and had a seizure. The paramedics were called and administered glucose intravenously. The customer was transported to a hospital where they were diagnosed with severe hypoglycemia and treatment of glucose intravenously was continued. There was no report death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.